Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a cesarean section on (b)(60 2014 and topical skin adhesive was used. The patient experienced a wound dehiscence seven days after the procedure because the topical skin adhesive slipped off the middle of the wound. The surgeon used subcutaneous stitches. The patient healed but had a very wide scar. Additional information was requested.